Manufacturer narrative:
H.6. Investigation summary: event description: the customer reported when they spike the urine on chocolat (urine with leuco which remains sterile on ori) regularly burkholderia was found. Complaint history review: complaint history was reviewed, and similar complaints were identified for this catalog number. However, no trend was identified. Batch history record (bhr) review: the batch history record was reviewed, and no discrepancy was detected. Sample analysis: the retain samples were reviewed and no deviation was detected. Neither picture nor return samples were provided for further analysis by the customer. Evaluation results: after investigations, no deviation could be detected in our validated manufacturing process. No deviation could be detected neither during the review of the retain samples nor during review of the batch history record. This product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ gc ii agar with isovitalex, customer found burkholderia when spiked the urine on chocolate. This event occurred 1 time. The following information was provided by the initial reporter: when we spike our urine on chocolate (urine with leuco which remains sterile on ori) we regularly find burkholderia!!!! - did the problem have a negative impact on patient outcomes? Yes difficulty interpreting records - if yes, were any erroneous results reported to the clinician? Impossible to quantify.